Event description:
It was reported that a small volume infusor leaked from its distal luer lock while the blue winged luer cap was secured to it. This occurred after the device was filled with an unknown drug and before patient use. The reporter stated that no filter was used during filling, and the bladder did not appear to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured april 10, 2014 to april 11, 2014. Evaluation summary: the sample was received for evaluation. Visual inspection noted fluid in the packaging that contained the device. Further visual inspection revealed that the cause of the fluid inside the packaging was due to an untightened blue winged luer cap. A functional leak test was performed by filling the device with water. The blue winged luer cap was then tightened, and no leaks were observed. The next day, no signs of a leak had been observed from the device. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.